Event description:
It was reported that during the procedure, after performing pre-dilatation, a 3.5x38 rx xience xpedition stent delivery system (sds) was advanced toward a moderately calcified, concentric, 75% stenosed lesion in the proximal through distal right coronary artery, however the sds failed to cross the lesion due to patient anatomy, despite pushing the device and applying the tapping technique. During withdrawal, resistance was felt between the sds and an unspecified guiding catheter and the distal stent struts were noted to be flared. A 3.0x23 rx xience xpedition sds was advanced to the lesion, however, also failed to cross the lesion due to patient anatomy and the stent struts became flared. A non-abbott stent was implanted in the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: guide wire: sion blue, runthrough. (B)(4) - against resistance. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. Based on the information reviewed, there is no indication of a product deficiency.